Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) that after thirty months this device had a monitoring voltage of 2.62v. The elective replacement indicator (eri) had not yet been declared and an longevity estimate was requested. This device is included in the shortened replacement window. To date, there have been no reported patient symptoms associated with this clinical observation.

Manufacturer narrative:
A boston scientific crm technical services (ts) consultant recommended one month follow ups and to replace the device within thirty days of the device declaring the elective replacement indicator (eri). As of today, the available information suggests this device remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. The device was ultimately explanted over two years later for normal battery depletion and returned for analysis. Detailed analysis is pending.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to low voltage capacitor degradation, which resulted in a high current condition. This issue is discussed in the q3 2010 product performance report.